Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information received 02feb2023 confirmed the patient was diagnosed with mrsa bacteremia on (B)(6) 2022. The patient was found to have pneumonia and a right foot wound culture was positive for mrsa. The patient was placed in comfort care prior to death on (B)(6) 2023.

Event description:
It was reported that in (B)(6) of 2022 the patient was diagnosed with a mrsa infection and on (B)(6) 2023 the patient died. The patient was implanted with cardiomems (B)(6) 2022. The cause of the infection is unknown and the cause of death is unknown. Additional information has been requested.